Manufacturer narrative:
There was no damage (cracked, broken, kinked, separated hub from the shaft, etc.) Of the microcatheter that could account for the air leak. The reported event was the air coming through the catheter hub, however, the hub was not cracked or broken. The hub connection area was not stripped in the connecting area. There was no info regarding the reason why the air leaked occurred or why another syringe was not utlized to flushed the catheter. No further info was available. The product was not returned for analysis. The device history records related to the mfg of lot 13121913 were reviewed and all records indicated that the product was final inspection tested and determined to be acceptable. There are no identified procedural factors contributing to the report of inability to properly connect the syringe to the prowler microcatheter. It is not possible to soley implicate the microcatheter. It is possible that the connection difficulty was due to the syringe, or improper alignment during connection. No conclusion can be made.

Event description:
During preparation, the syringe (brand: unk/terumo) was connected to the hub of the product (prowler, 606-2310f) to flush the catheter, and started flushing; however, they did not connect the syringe appropriately, and the air came into the catheter. Another micro catheter was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used and it will not be returned for analysis.